Event description:
The company was notified that the patient elected to have surgery to remove his implant for a technology upgrade. Surgery to explant the patient's current c1 device will be scheduled.